Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm 3 lvas, serial number (B)(6). No product is available for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, "patient care and management", states that some patients suddenly develop right ventricular failure during or shortly after pump implantation and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated creatinine that peaked at 2.4 on (B)(6) 2023. The patient was given diuretics. An echocardiogram (echo) performed on (B)(6) 2022 revealed that the patient also had mild right ventricular dysfunction. The patient was put on a milrinone infusion for six days after implant that was stopped on (B)(6) 2022. A repeat echo was performed on (B)(6) 2022 that revealed the same results. At the time of discharge the patient's creatinine was 2.3, the patient was tolerating torsemide and making sufficient urine output.